Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular lead was found to have intermittent capture and high pacing impedance. The physician elected to monitor the issue, and the patient was stable throughout.